Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During testing of insertion force with a 29mm commander delivery system and valve, a tear at the sheath distal tip was noted.

Manufacturer narrative:
The esheath was evaluated after being used for testing. Visual inspection revealed the distal tip was torn with no pieces missing and the liner expanded as designed. No other abnormalities were observed on the esheath. Functional testing was not performed due to the condition of the device. Dimensional analysis was not performed due to the condition (fully expanded with tip torn) of the device. A photograph of the esheath from the original complaint event was provided. The photo shows the sheath fully expanded with the tip torn. The photo matches what was observed during visual inspection and does not provide any additional information. The complaint for sheath distal tip ¿ torn was confirmed based on the condition of the returned device. A review of the complaint history for sheath distal tip, torn revealed that radial distal tip tearing was previously investigated as a part of a CAPA. The results of the CAPA investigation pointed to insufficient ID scoring at the distal tip as the root cause for radial tip tearing. As the tear was radial, it is also possible that a manufacturing non-conformance may have contributed to the complaint event. Due to a previously identified manufacturing non-conformance for this issue, the CAPA was initiated to investigate the root cause and implement corrective actions. As a result of the investigation, the procedures for tip scoring were clarified/updated and the operators were re-trained. The corrections were verified for effectiveness. Additionally, in response to the previously identified manufacturing non-conformance, a product risk assessment was also previously initiated to assess the risk of the distributed esheaths. The complaint was confirmed for sheath distal tip ¿ torn. A definite root cause was unable to be determined. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the april 2017 control limits for the failure mode. Therefore, no corrective or preventative action is required.